Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low amplitude r waves were observed on the right ventricular (rv) lead. The lead was reprogrammed and remained in use. The lead later exhibited oversensing of noise and possible undersensing. The lead remains in use. No patient complications have been reported as a result of this event.